Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformance noted. The event of "seroma" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "right side fluid buildup, red streaks on breast, swollen triple in size as well as recurrent uti's and lesion on liver".

Event description:
Patient reported "fluid buildup, red streaks on breast, swollen triple in size as well as recurrent uti's and lesion on liver." Device remains implanted.